Event description:
It was reported that the gnat was inside an asepto bulbe syringe.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used irrigation bulb syringe. Visual inspection of the sample noted that there was a gnat, which was larger than 0.6 sq mm, within the barrel of the syringe. This does not meet the specification "loose or embedded foreign matter greater than 0.6mm2 or 1/16¿ in length is not permitted. (3 particles maximum per side or surface). Per tappi dirt estimation chart." Per ip7600403, revision 9. A potential root cause for this failure could be ¿no follow up to the production areas cleaning procedure.¿ a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the gnat inside an asepto bulbe syringe.